Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) was not working. Representative replaced uninterruptible power supply (ups) and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the mobile view station (mvs) powered on but the computer did not start. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) and catalog number updated. If information is provided in the future, a supplemental report will be issued.